Manufacturer narrative:
No report of patient involvement. The inspection of the unit by the hospital biomed found that a single caster was loose and threads damaged in the caster base. The hospital reported that they are replacing the caster and base.

Event description:
The hospital reported that the machine began to tip over while moving the machine across the room. The clinician was able to stabilize the unit before it fell over. There was no reported injury to the staff. There was no report of patient involvement.